Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin and the cannula was visible when the pod was removed indicating a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint.